Event description:
The customer reported the system failed to boot up. No report of patient injury.

Manufacturer narrative:
Repairs on this system have not been disclosed. Therefore, no conclusion can be made. However, no reports of patient injury.